Event description:
The manufacturer received information alleging a ventilator alarmed for low minute ventilation and the inspiratory pressure was not increasing. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The device was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low minute ventilation and the inspiratory pressure was not increasing. The patient required to be manually ventilated with a resuscitation bag and the patient needed to be placed on a different ventilator. The device was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.